Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm monopolar curved scissors (mcs) instrument was not opening or closing correctly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument associated with this complaint and completed investigations. The instrument was found to have blade damage at the midpoint of the blade. One of the blade edges was indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage.

Event description:
Refer to h11 for follow-up information.